Manufacturer narrative:
The impella pump was diposed after explant from the patient by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and "some" oozing was noted at the site which was noted to have resolved. Femstop was placed proximal to the impella insertion site. Anticoagulants were on hold due to bleeding at the site. Three days following, oozing at the site was noted again, and it was captured "now resolved. No systemic anticoagulation." The status of the patient as a result of the event was indicated as unknown. However, the latest update noted another three days later, the patient was successfully weaned, and the impella cp device was explanted with a survived outcome.